Event description:
The customer reported that the device can't boot up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device can't boot up. No pt involvement was reported. The device was inspected by a philips fse at the customer's site and the customer was provided an estimate for eval/repairs. The customer declined the estimate and chose to not have philips evaluate/repair the device. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the customer chose to not have the device evaluated/repaired by philips.